Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report #: 2032227-2014-04021.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported customer is having issues with multiple sensors. Blood glucose level was 246 mg/dl. Customer's daughter stated the insulin pump continued to alarm lost sensor, sensor error, and meter blood glucose now continually for two weeks. Customer has used five sensors trying to resolve issue. Troubleshooting was performed for sensor error alert. Customer's had low blood glucose of 51 mg/dl, treated with orange juice. History verified. Insertion of sensor is on the lower back left side, advised it is only approved in the abdomen. No isig value recorded. The sensor was fully inserted and flat on skin. Carelink personal data was reviewed. Customer advised to disconnect. Test plug performed on transmitter and issues were noted. Customer was advised to be off sensor until new sensor arrives. No further information reported.